Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the filter head (filter ¿ blood header) of a revaclear 300 dialyzer was observed "broken" and subsequently the saline solution leaked. The event was noted during priming. There was no patient involvement.

Manufacturer narrative:
Additional information added to d9, h4, h6 and h10 h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing and the set performed according to product specifications with no leak noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.